Event description:
Site submitted complication form which stated: "clicking bilateral patella femoral joints."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.